Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump display was blank. Customer blood glucose reading was 88 mg/dl. Troubleshooting was not completed since the phone dropped. Customer also reported watchdog timeout and audio/beep anomaly. Customer was advised to call back if the display did not return. Insulin pump will not be returning for analysis.